Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient wanted to know if the ins could shock her if it was not in the right position. Caller stated she was feeling a shock that then felt like a tingling sensation in the hands, arms, legs and lips. Caller stated she also felt numbness. The ins status was confirmed with the patient programmer (pp). The therapy was not on. The caller stated she turned the ins off today and everything was starting to come back. No trauma/falls reported that could be related to this issue. Caller stated she has not had any falls or traumas but she did have a knee surgery where they did a knee scope to find a meniscus tear. Caller stated 2 weeks after surgery she had a blood clot. Caller confirmed none of this is related to the mdt device or therapy. Caller turned the stimulation off. The sensation stopped. No further symptoms or complications reported.